Manufacturer narrative:
H11. Additional narrative. Updated h3 and h6. H3: product evaluation. Report was of unknown reasons and was unable to be confirmed. The x-ray demonstrated all three commissures bent inwards and cocr band remained intact; the vfit cocr alloy band was not expanded. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 2 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 1mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was minimal at both the inflow and outflow aspects. As received, all three leaflets had cuts of approximately 11mm on leaflet 1, 10mm on leaflet 2, and 5mm x 7mm on leaflet 3. The cuts had a smooth and straight edge. Cutout leaflet fragments were not returned. Sewing ring was cut off around the valve and exposed the metal band. Cut off sewing ring fragment was not returned with valve. Wireform was exposed on commissure 3.

Manufacturer narrative:
The most likely root cause is patient factors. A device history record (DHR) review is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned via implant patient registry that a 11500a 19mm aortic valve was explanted and replaced with a 11500a 23mm after an implant duration of 4 years, 1 month due to unknown reasons.